Event description:
It was reported that the patient implanted with this implantable pulse generator (ipg) suffered from bradycardia symptoms with loss of output and no telemetry. Abnormal battery depletion was suspected. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) preliminary analysis revealed no pacing output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.